Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that during service it was found that the device was experiencing heat. It is unk if the device was used during surgery. It is unk if medical intervention occurred. The date of the event is unk. There was no add'l info provided.